Event description:
One endeavor rx drug-eluting stent was implanted at the proximal lad. One endeavor rx drug-eluting stent was implanted at the distal lad, as treatment of the target lesion. A dissection was noted, therefore, one endeavor rx drug-eluting stent was implanted at the distal lad overlapping, as treatment of a complication/ dissection/ bailout. One endeavor rx drug-eluting stent was implanted at the 2nd obtuse marginal. Pt was asymptomatic / free of symptoms at 30 day follow up, 6 month follow up, 1 year follow up and at 1.5 year follow up. A ptca revascularization of the distal rca (non-target vessel) and of the proximal lad (target lesion) was carried out approximately 22 months following index procedure. Pt was asymptomatic / free of symptoms at 2 year follow up. Investigator indicated that event was not related to the study stent.

Manufacturer narrative:
(B) (4) - secondary intervention, additional stent implanted during index procedure. Dissection, revascularization.